Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had chips at the distal end pink probe, probe glue, missing adhesive (ke45) at the distal forceps cover. In addition, the objective lens adhesive is chipped and there is a pinhole in the adhesive around the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the malfunctions identified during evaluation are traced to component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.